Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump history showed multiple low battery warnings and two replace battery alarms. During testing, the pump powered on to the ¿verify¿ screen as per normal operation. The battery compartment was fully intact; no damage or cracks were observed. Evaluation revealed that there was no evidence of moisture contamination inside the battery compartment. The battery cap was able to fully secure to the pump. No power losses were observed during investigation. The pump current draws were found to be within the required specifications. The pump case was removed and no evidence of moisture contamination was found inside the pump. The battery terminal contacts showed no evidence of intermittent contact. The battery life issue was observed in the pump history but was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the pump battery life did not meet the expectations of the user. Reportedly, the time between the low battery alarm and the replace battery alarm was not adequate. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.